Event description:
A pt complained of chills and indigestion during the last hour of a four hour treatment and was diagnosed as having hemolysis.

Manufacturer narrative:
The unused sample from the same lot number was returned. The units was tested for pyrogen, acute systemic toxicity, intracutaneous toxicity and hemolysis; no abnormality was observed. The residual ethylene oxide level was tested and it was below the acceptance limit. The routine mfg quality assurance test results for sterility, biological tests and extraction tests were reviewed and all were within specification. No cause for this incident could be identified.